Event description:
Patient's knee was unstable. Took out cr femur and replaced with ps femur and a 22mm ps insert.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown insert. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.